Manufacturer narrative:
Qn# (B)(4). No return product evaluation could be completed as the device was not returned for investigation. The device lot history record review for lot number 73m2300241 manta 18f indicated no reworks, or other issues related. Therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Case details were reviewed. No issues were encountered advancing or withdrawing the 14f expandable procedural sheaths during the case. Following the tavr, activated clotting time (act) was 350, and the 18f manta device was deployed to the measured depth for closure. A post-angiogram revealed an occlusion, and a malpositioned manta anchor. The physician applied 3 balloon inflations to tamponade and advanced an absolute pro stent and a viabahn covered stent, time to hemostasis was sixty minutes. The root cause of the occlusion requiring endovascular intervention is likely contributed to user error due to the manta anchor being deployed malpositioned. There appears to be no product quality issue with respect to manufacturing, documentation, or labelling. The der process will continue to monitor and investigate any similar events.

Event description:
It was reported that: "failure to obtain hemostasis with manta device". Additional information received on 14jun2024: during a tavr procedure, micro puncture and ultrasound were utilized to gain central access in the left common femoral artery. Vessel size was 5.5mm with some anterior calcification and no tortuosity. Measured depth for the manta was 5.5cm. Systolic blood pressure was 110 and act was 350. Protamine was no administered. Time to hemostasis was 1 hour. Post angio revealing vessel occlusion and manta anchor not positioned correctly. Resolved with a stent insertion.

Manufacturer narrative:
Qn # (B)(4).

Event description:
It was reported that: "failure to obtain hemostasis with manta device". Additional information received on 14jun2024: during a tavr procedure, micro puncture and ultrasound were utilized to gain central access in the left common femoral artery. Vessel size was 5.5mm with some anterior calcification and no tortuosity. Measured depth for the manta was 5.5cm. Systolic blood pressure was 110 and act was 350. Protamine was no administered. Time to hemostasis was 1 hour. Post angio revealing vessel occlusion and manta anchor not positioned correctly. Resolved with a stent insertion.